Event description:
The physician reported in 2006 the pt presented with a ruptured basilar tip aneurysm 2x4mm in size. The pt was assessed as a number four on the modified rankin scale (mrs) which is defined as a moderate to severe disability; unable to walk unassisted or to attend to their own bodily needs without assistance. The physician reported the pt's aneurysm had thrombosed so he went in to repair the basiliar tip aneurysm. The physician noted the microcatheter was being kicked-out when he tried to deploy the last centimeter of the first coil. The physician reported tried to reposition the coil and the aneurysm blew up. The physician reported the pt was brain dead within five minutes. No add'l info was reported.

Manufacturer narrative:
The device in question will not be returned to boston scientific for further investigation as it was implanted into the pt. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Boston scientific will review the device history record (DHR) of the device in question. A supplemental report will follow.